Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act and arrow buttons had to pressed more than once. The customer's blood glucose level was unknown. The customer reported that there was a small crack on the left up and bottom corners, right side of the screen had minor scratches and rewind was a little slower. The insulin pump will not be returned for analysis.